Manufacturer narrative:
The other relevant components include: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving an unknown drug with an unknown dose and concentration via an implantable pump for spinal pain. It was reported on 2017-jun-07, the patient stated they developed episodes of uncontrolled movements of their legs and blames the pump for the movement disorder. On (B)(6) 2018, the patient wanted their pump explanted. The pump was turned to minimum flow rate several months ago and they would now like to have the pump removed completely, but leaving the catheter in place. The pump was explanted/not replaced on (B)(6) 2018 and was returned to manufacturer. The outcome of the event resolved without sequelae on (B)(6) 2018. The clinical diagnosis was uncontrolled leg movements. The etiology of the event indicated the relationship of the event to the device or therapy was possibly related and indicated the relationship of the event to the implant procedure was unlikely related. The event date was (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
Event is no longer a serious injury. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated per the doctor, the explant of the pump had nothing to do with the therapy or the device. The patient had mental illness and blamed her bizarre movements on the pump with no basis to do so. She had stated repeatedly that the pump infusion had relived her pain and the device itself was functioning well. The site had been asked to remove the event. When clarifying that the catheter was left in the patient the site indicated the catheter was left in place.

Manufacturer narrative:
Should be product problem and adverse event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a clinical study on 2018-feb-16. It was reported that the etiology of the event indicated that the device or therapy was possibly related.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the etiology of the event indicated the relationship of the event to the device or therapy was not related and indicated the relationship of the event to the implant procedure was not related. No further complications were reported/anticipated.